Event description:
It was reported that an unspecified infusion was started at 16:00 on 10-feb-2021 and shortly after the infusion was started, the device displayed ¿channel error 2424030¿ on the infusion pump. After 4 attempts to restart, the clinician removed the tubing set from the pump and administered via gravity. No patient harm was reported. Although requested, further information was not provided. The initial reporter (sponsor of the customer/study coordinator) later clarified: "infusion for patient started at 16:00 and shortly after infusion started, ¿channel error 2424030¿ was displayed on the infusion pump. Site attempted 4 more times to restart the infusion on the alaris pump but continued to receive the same error. From 16:15 to 16:22 site spoke with sponsor to discuss the different options to proceed with infusion. The alaris pump is not a standard pump at ucla and the infusion set is not compatible with ucla infusion pump therefore utilizing an alternate infusion pump was not feasible without switching out the tubing. Sponsor agreed that the only feasible option was to infuse the subject with the medication passively through gravity since the tubing was already primed with sgt-001 medication. With sponsor permission, site resumed the infusion at 16:22 by passive gravity. There were no other infusion interruptions and the infusion was complete at 19:25, which included the 25 ml usp normal saline flush. No adverse events observed and the patient appeared stable after infusion. . Primary infusion, medication: sgt-001, concentration: 1 e13 vg/ml, vtbi 340ml, rate 85ml/hr. Due to this event, infusion was delayed. Use of device was discontinued, infusion done passively through gravity instead. Infusion through gravity was successful." Devices available for investigation. No further information available. Point of contact for follow-up: ummulwara qasim, study coordinator. Customer would like copy of investigation letter.

Event description:
It was reported that an unspecified infusion was started at 16:00 on (B)(6) 2021 and shortly after the infusion was started, the device displayed ¿channel error 2424030¿ on the infusion pump. After 4 attempts to restart, the clinician removed the tubing set from the pump and administered via gravity. No patient harm was reported. Although requested, further information was not provided. The initial reporter (sponsor of the customer/study coordinator) later clarified: "infusion for patient started at 16:00 and shortly after infusion started, ¿channel error 2424030¿ was displayed on the infusion pump. Site attempted 4 more times to restart the infusion on the alaris pump but continued to receive the same error. From 16:15 to 16:22 site spoke with sponsor to discuss the different options to proceed with infusion. The alaris pump is not a standard pump at ucla and the infusion set is not compatible with ucla infusion pump therefore utilizing an alternate infusion pump was not feasible without switching out the tubing. Sponsor agreed that the only feasible option was to infuse the subject with the medication passively through gravity since the tubing was already primed with sgt-001 medication. With sponsor permission, site resumed the infusion at 16:22 by passive gravity. There were no other infusion interruptions and the infusion was complete at 19:25, which included the 25 ml usp normal saline flush. No adverse events observed and the patient appeared stable after infusion. . Primary infusion, medication: sgt-001, concentration: 1 e13 vg/ml, vtbi 340ml, rate 85ml/hr due to this event, infusion was delayed. Use of device was discontinued, infusion done passively through gravity instead. Infusion through gravity was successful." Devices available for investigation. No further information available. Point of contact for follow-up: ummulwara qasim, study coordinator. Customer would like copy of investigation letter.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of (B)(6) 2005. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause of the customer¿s complaint of channel error 242.4030 could not be confirmed; no product or device logs were returned for investigation. The reported issue that the device experienced a channel error 242.4030 could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. H3 other text : no product received.

Event description:
It was reported that an unspecified infusion was started at 16:00 on (B)(6) 2021 and shortly after the infusion was started, the device displayed ¿channel error 2424030¿ on the infusion pump. After 4 attempts to restart, the clinician removed the tubing set from the pump and administered via gravity. No patient harm was reported. Although requested, further information was not provided. The initial reporter (sponsor of the customer/study coordinator) later clarified: "infusion for patient started at 16:00 and shortly after infusion started, ¿channel error 2424030¿ was displayed on the infusion pump. Site attempted 4 more times to restart the infusion on the alaris pump but continued to receive the same error. From 16:15 to 16:22 site spoke with sponsor to discuss the different options to proceed with infusion. The alaris pump is not a standard pump at ucla and the infusion set is not compatible with ucla infusion pump therefore utilizing an alternate infusion pump was not feasible without switching out the tubing. Sponsor agreed that the only feasible option was to infuse the subject with the medication passively through gravity since the tubing was already primed with sgt-001 medication. With sponsor permission, site resumed the infusion at 16:22 by passive gravity. There were no other infusion interruptions and the infusion was complete at 19:25, which included the 25 ml usp normal saline flush. No adverse events observed and the patient appeared stable after infusion. . Primary infusion, medication: sgt-001, concentration: 1 e13 vg/ml, vtbi 340ml, rate 85ml/hr. Due to this event, infusion was delayed. Use of device was discontinued, infusion done passively through gravity instead. Infusion through gravity was successful." Devices available for investigation. No further information available. Point of contact for follow-up: ummulwara qasim, study coordinator. Customer would like copy of investigation letter.

Manufacturer narrative:
The customer reported error message was replicated during laboratory testing of the returned device. On (B)(6) 2021 from 5:57 am to 6:10, the user attempted to infuse a basic infusion of an unknown drug with a rate of 85ml/h and a vtbi 340ml. The infusion was unsuccessful as the pump module errored for motor stall six times. Laboratory testing of the customer¿s returned device observed the reported error code upon starting a basic infusion. Internal inspection of the returned pump module observed corrosion on the motor harness assembly connector and on the motor control board¿s j3 connectors. The motor assembly was observed to be the cause of the reported error code. After replacing the customer¿s motor assembly for a laboratory motor assembly, the error message was not observed. Inspection of the device observed the rear case, bezel assembly, and door latch assembly to be from a third party. Service bulletin 584 has the following information about third party parts: ¿¿were not validated by carefusion (bd) for safety and efficacy with our alaris products, nor were they included in the review and approval/clearance of the products.¿ the device was being used for treatment purposes. The probable cause of the reported error code was attributed to corrosion on the motor harness assembly connector due to an unknown fluid. Device history review: a review of the device history record showed the device had a manufacture date of 05/04/2005. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The root cause of this failure was not identified. Although requested, further information was not provided.

Event description:
It was reported that an unspecified infusion was started at 16:00 on 10-feb-2021 and shortly after the infusion was started, the device displayed ¿channel error 2424030¿ on the infusion pump. After 4 attempts to restart, the clinician removed the tubing set from the pump and administered via gravity. No patient harm was reported. Although requested, further information was not provided.